Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump. Regarding the dose and concentration, the patient reported they were receiving "10.0 mg/ml duration 24 hours, 7.334 mg for 0.306 mg/hour." The indication for use was not provided. On (B)(6) 2019 a healthcare provider (hcp) reported that a motor stall had occurred with the patient's device and the patient had not recently had a magnetic resonance imaging procedure (MRI). The pump had not yet been interrogated. The patient heard the pump alarming and saw the motor stall error code on their personal therapy manager (ptm). Motor stall considerations were reviewed with the hcp. The hpc planned to follow-up with the physician. Additional information was received from the patient on (B)(6) 2019. The patient reported their pump died the day before (B)(6) 2019 and the device experienced a "complete motor failure" and the pump was no longer working or delivering medication. It was indicated this occurred at 6am. The patient reported the beeping has stopped and that there is "no juice left" as of (B)(6) 2019. The patient was going through withdrawal and stated they were "sick like a junkie." The symptoms began the day before, on (B)(6) 2019. The patient stated they received their last bolus at 2am that morning. The patient was currently taking oral medication. The patient stated they had previously been told the pump longevity was 6-7 years so the patient thought they had 15-18 months left. The patient stated they have cancelled surgeries because they thought they had more time with the pump. The patient was redirected to follow-up with their hcp. The patient reported they were working with a hcp to get the pump issues addressed. It was indicated the patient has an appointment scheduled for (B)(6) 2019. No further complications were reported or anticipated.